Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a red screen warning that a device fault had ocurred. The patient denied exposure to radiation or magnetic resonance imaging. A guidant technical services (ts) consultant recommended explanting this device, and informed the local sales associate of the recommendation. There have been no reported symptoms associated with this clinical observation.